Event description:
The customer reported the unit paused when placed in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced and the generator was calibrated. The system was tested and operates as intended.